Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot. The receiver download retrieved and passed all relevant tests. The complaint was confirmed because an error recovery was found in the receiver logs within the investigation window..the root cause of receiver initializing screen without manual restart could not be determined.